Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30438490m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiopulmonary arrest (cpa). No bwi product malfunctions nor immediate patient consequences from the procedure were reported. Procedure was successfully completed about two hours after the procedure was ended, the patient went into cpa. It is unknown if medical/surgical intervention was applied. There¿s no information regarding prolonged hospitalization. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively coded under the ablation catheter. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information indicating the patient had a pacemaker implanted as surgical intervention. The patient¿s condition improved. Physician¿s causality opinion is that the issue was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).